Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the bearings have fallen out of the rail cage. The field service engineer replaced rails and latch sensor to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation es system drawer failed. The customer added they were not able to retrieve medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section b4 - corrected date of this report.